Event description:
During the procedure an occlusion occurred. Although medical intervention was performed, an occlusion is considered a permanent impairment to the patient. The information contained in this report was captured during a post market evaluation conducted outside the us.